Manufacturer narrative:
The lens remains implanted in the pt's eye; therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt noticed decrease in vision due to lens vault (z-syndrome) in the left eye approx five months post implant. The lens was repositioned and the pt's prognosis was reported as "excellent."